Event description:
It was reported that the patient received inappropriate shock. Lead fracture was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 18.8-19.6cm from the connector pin, consistent with the lead friction to the ICD can. The etfe coating of one of the ring electrode conductors was abraded. This is consistent with the observation from the field of inappropriate shocks when the lead was in contact with the ICD can.